Manufacturer narrative:
Investigation is underway.

Event description:
As reported by a field clinical specialist, during a transvenous native pulmonic case, the first 29mm sapien 3 valve was deployed through a 26mm dry seal sheath and landed low (too pulmonic) with moderate perivalvular leak (pvl). A second 29mm sapien 3 valve was implanted slightly more ventricular with improvement in pvl. The patient is currently stable. It was decided to proceed with second valve implant. Difficult anatomical landmarks and tortuosity of the right pulmonary artery that may have shifted the valve down during deployment of the first valve. There were no edwards device malfunctions.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application.  Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. It should be noted that the thv was deployed in the native pulmonic valve.  Deployment of the sapien 3 valve in a native pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Per the instructions for use (IFU), valve malposition is a known potential complication associated with the use of the transcatheter heart valve (thv). There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, incorrect sizing of the landing area, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment and movement of the delivery system by the operator.  In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  Investigation results suggest/indicate difficult anatomical landmarks and tortuosity of the right pulmonary artery may have shifted the valve down during deployment of the first valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.